Event description:
Medtronic physio-control is investigating circuit board failures that have occurred during the mfg process. The failures may be related to a circuit board test being performed during the mfg process. The type of failure being investigated may have latent failure characteristics which could result in failures of the pt impedance detection circuit, audio circuit or defibrillator charging circuit. There have been no reports of similar failures related to distributed product.